Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms had occurred throughout the day. The customer's blood glucose (bg) level was 416 mg/dl. The customer delivered multiple correction boluses. During a system check with tandem technical support, drops of insulin were unable to be seen exiting the tubing and another occlusion alarm occurred. Reportedly, the customer uses apidra insulin. The customer was instructed that the use of apidra insulin is contraindicated for the t:slim g4 pump. A recommendation was made for the customer to change the tubing.